Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and a no delivery. The patient's blood glucose at the time of incident was 92 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer was able to complete the rewind as well. However, earlier that day when she received a motor error, she was unable to get insulin to deliver and she could not complete the rewind. The customer also stated that while she normally removes the pump for mris, there were a few times when the pump was in the same room as the MRI about three or four months ago. The displacement test and manual prime were successful. The customer was advised to monitor the pump and call back if the alarm recurs. No products were shipped or returned.